Event description:
The 9fr merit medical systems, inc. Peel away sheath with lot# i3208569. When attempting to flush sheath, unable to push fluids through outer sheath. A separate sheath was opened and attempted to be flushed from the same lot# and had the same issue. A new sheath from a different lot# was opened and was successfully able to be flushed. Sheaths that were not able to be flushed were not used and never entered the patient's body. Pt code: 4582. Device codes: 1252, 2524. Ref report: mw5179321.